Event description:
It was reported that the pump exhibited a frequent downstream occlusion. There was no patient injury. The event occurred during setup.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspect device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The reported complaint of frequent downstream occlusion alarms could not be confirmed. Based on the information provided, a probable cause could not be determined.